Manufacturer narrative:
Additional information received: it was confirmed that the device involved in the type ib endoleak is vnmc4343c218te, sn (B)(6). Distal stent graft extension was performed to treat the type ib endoleak, followed by evar using non-medtronic stents. Devices were implanted for the abdominal aorta, sma and renal artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted in  an unknown endovascular procedure.  Four and a half years later , a ib endoleak with aneurysm enlargement was observed. The impact to the patient or whether any intervention took place is unknown. No cause was reported. No additional clinical sequalae were provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc4040c218te, serial/lot #: (B)(6), ubd: 03-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.